Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to incontinence and cuff atrophy. A surgical procedure was performed to replace the system. There were no patient complications.